Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, stuck on checking the recharger screen. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient got burned by the recharger 2 days ago, on wednesday. Patient rep said they were a skin specialist/hcp and said the blister on the back was a 2nd degree burn. Pt rep suspects the mark was from the cord and not from the paddle. The burn was about 2 inches long. Pt rep took a picture of the burn. Pt rep said they did not want to pop the blister; it was sterile now. Asked if pt was charging over the bare skin. Pt rep said pt always charged over the bare skin. Reviewed to use the belt or a thin shirt. Pt rep said pt never knew about the belt and did not have it. Pt rep said nobody ever told the pt not to charge over skin. Pt rep said pt also had parkinson's and needs to exercise. Pt was implanted for spinal stenosis and makes sure they charge before they go to exercise to get pain control. Pt rep mentioned this was the 3rd or 4th recharger and they were refurbished. An email was sent to repair to replace the recharger and request a recharging belt. Pt rep then repeated what was documented in pe (B)(4). Pt rep said pt had trouble getting the implant to charge. Pt rep was concerned if pt is able to connect if there is a piece of fabric in between. Pt rep said sometimes it took 5-10 min to find the implant and the controller was replaced. Pt just had a big issue holding the recharger and it was taking a long time to charge. Pt rep said in the last 6 months pt was able to get to 100% only one time. Pt rep mentioned today pt lost 60-70 lbs since 2020 and you can see where ins is. Pt rep said, "I am a health care provider and I am pissed" because pt was experiencing all these issues. Pt rep repeated again pt was not getting pain management from this device. It was not helping periodically. Reviewed to try the new recharger with the belt. If pt continues having charging issues, they can call back to troubleshoot more. Also recommended having the device checked since pt lost weight and also not getting pain relief. Pt rep also mentioned they felt like they did not have resources to help with the device. The pain management calls medtronic and the rep manages it. The last 2 times pt called patient services were not helpful. Pt rep also mentioned patient had a pacemaker and the pacemaker gave up after 4 years and pt almost died.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s and serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.